Event description:
Printout of hdl (high-density lipoproteins) results for the day showed low result, defined as <20, from 1600-1730. Consulted manufacturer; results from before and after the problem period were rerun. Results previous to 1600 and after 1730 all reproduced. The low results from 1600 to 1730 had corrected reports issued and physicians notified verbally and documented in lis. Beckman coulter started a cf type 1 FDA investigation which is on going. Approximately 25 patients had corrected results issued.